Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within a non-stryker intermediate catheter. The stent stabilizer and the stent delivery catheter were not returned. The stent was located approximately 28 cm from the proximal end of the intermediate catheter. The stent was unable to be removed. The functional inspection was unable to perform as only the stent was returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent premature deployment during use' was confirmed. The second reported event, 'device difficulty prepping', could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device appeared to have been prepared for use as per the directions for use. The tortuosity of the patient¿s anatomy was described as 'moderate tortuous' with 70-75% stenosis. It was reported that 'the clinician prepared the subject stent system according to the instruction for use (IFU), and he noticed the outer catheter y connector a bit loose when after he tried to lock. When assessing the catheter through intermediate catheter, he noticed again the stent does not deploy accordingly. Then, the clinician ran another scan and found the stent was pre matured deployed in the intermediate catheter. May refer to an image for reference. Patient is stable even after having a thrombectomy and angioplasty. The subject stent catheter already disposed of by the staff nurse, only can bring back the deployed stent and intermediate catheter for investigation'. It was noted in the follow-up responses that the subject stent system did not experience friction when moving over the guidewire. It was also noted that the stent delivery system was able to be advanced to the lesion, but with no stent attached, as it already prematurely deployed in the intermediate catheter. Finally, it was also noted that during advancement or repositioning of the device, the inner body was advanced independently of the outer body. The stent was returned for analysis deployed inside a non-stryker intermediate catheter. It was not possible to advance/retract the stent using a mandrel advanced through the lumen of the intermediate catheter. The intermediate catheter was cut to confirm the presence of the stent. The stent was confirmed to be present in the catheter, but the stent was damaged during this action. This will not be coded for as it occurred during device analysis. The delivery system outer catheter and the inner catheter (stabilizer) were both not returned for analysis. This is aligned with the event description. It is likely that the stent deployed because the inner body was advanced independently of the outer body during advancement of the subject stent system through the intermediate catheter. It is likely that this occurred because the rotating hemostatic valve (rhv) vent cap was not sufficiently tightened as reported in the event description (he noticed the outer catheter y connector a bit loose when after he tried to lock). The stent delivery system was able to be advanced to the lesion, but with no stent attached. Therefore, there was no need to advance the inner body independently of the outer body. This is done to advance the inner body (stabilizer) to locate the proximal marker band bumper immediately proximally to the stent. This is only done when the stent has been confirmed to be located across the stenosed part of the target vessel. On this occasion it was not possible to move the stent across the stenosis because it had been prematurely deployed inside the intermediate catheter during advancement of the subject system. So, there was no requirement to independently advance the inner body relative to the outer body. The reported event stent deployed prematurely during use, device difficulty prepping and the analysed event stent deployed prematurely during use have been assigned user error. This complaint appears to be associated with a product that met stryker design and manufacturing specifications but was not used in accordance with the dfu.

Event description:
It was reported that during the procedure, the physician noticed that the outer catheter y connector was a bit loose. While advancing the subject stent system through the intermediate catheter, physicians noticed that the subject stent did not deploy accordingly and found that it was prematurely deployed inside the intermediate catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the physician noticed that the outer catheter y connector was a bit loose. While advancing the subject stent system through the intermediate catheter, physicians noticed that the subject stent did not deploy accordingly and found that it was prematurely deployed inside the intermediate catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.